Manufacturer narrative:
No product will be returned for evaluation.

Event description:
On (B) (6) 2010, pt reported her blood glucose was elevated in the 500's mg/dl. Pt stated she forgot to bolus for the bowl of cereal she ate this morning. Pt reported when she woke up, she tested her blood glucose with a reading of 95 mg/dl. Pt stated she ate and would normally have given herself a bolus of 4 units of insulin, but she forgot. Pt reported she tested her blood glucose before lunch and now her blood glucose is 505 mg/dl. Pt stated she know her blood glucose is elevated because, she forgot to bolus but she did not think it would be this high. Pt's target blood glucose range is 80-120 mg/dl. Pt reported she just gave herself a 12 units bolus for the reading of 505 mg/dl and also gave herself 4 units for eating a sandwich. Explained the difference between a bolus and the basal rate. On follow up call to pt on (B) (6) 2010, pt reported her blood glucose has returned to normal. The pt did not require medical assistance from a healthcare professional or second party to address the issue. No product return was requested.